Event description:
About three weeks prior, it was reported the patient wanted to make sure the interstim was working correctly because they and their doctor were considering removing the device. The patient wanted to give the device every opportunity to assist them with their condition. The patient had pain at the implant site for the last 3-4 months. It was thought to be the implantable neurostimulator site. Stimulation had been turned off since (B)(6) 2013 since it did not provide the patient with urinary relief. The patient wanted the manufacturer representative¿s opinion. Almost two weeks later, it was noted the patient had met with their representative and adjustments were made to the device. The patient was to inform the representative how many times they went to the bathroom and how they were doing. Information received as of the date of this report indicated the patient did feel stimulation, but it was unclear to where it was felt. An impedance check revealed that two of the electrodes were ¿not functioning properly.¿ the representative reprogrammed around the electrodes, but felt that a revision was needed. No further information was provided. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# v811041, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).